Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a crack in the remote port tubing connector. The reported complaint of a cracked temperature connector was confirmed based upon the sample received. The returned circuit/connector was confirmed to have a crack/leak as a result of crack running parallel to the inserted temperature probe. A DHR review was performed on the product with no evidence to suggest a manufacturing related cause. All circuits are 100% inspected for leaks and damage at the time of manufacturing so it is unlikely that this defect was present at that time. The defect was discovered during a system check after setup. Therefore, based upon the time of discovery and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that part of the circuit was found cracked when removed from the package. No patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the root cause of the alleged defect reported, it is necessary to evaluate the physical device involved in this complaint. If the device becomes available at a later date, this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that part of the circuit was found cracked when removed from the package. No patient involvement reported.